Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: b5, g2. Esp personnel instructed him to press the iab fill button for 2 seconds and to restart therapy. This resolved the gas loss alarm. Esp personnel reviewed the nature of the alarm with the customer and explained that it was likely triggered by the elevated heart rate. The customer was instructed to contact the esp line should the alarm go off 2-3 times in one hour despite troubleshooting with the iab fill key. No patient harm or injury reported.

Event description:
It was reported by the customer through the clinical emergency support line that the cardiosave intra aortic balloon pump experienced a gas loss in iabv circuit alarm during use. The customer reported recent gas loss alarms that had alarmed 2 times. The customer stated they had troubleshot this alarm by pressing the ¿start¿ key. However, the customer verified there was no blood, discoloration, or flakes in the helium tubing and that all connections were secure. The customer also reported the patient¿s heart rate had been consistently in the 120s. No harm reported.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had gas loss alarm 2 times during patient use. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.